Event description:
It was stated at the time of the report that the patient experienced severe halos and night glare at first month visit accompanied by severe light sensitivity, halos, night glare and starbursts at the six month visit. The patient stated that it was interfering with normal everyday life.

Manufacturer narrative:
(B)(6). (B)(4) - intraocular lens. The lens was not returned for evaluation. At the time of the report, the lens remained implanted. Prior to release to market the lens met all manufacturing specifications. The manufacturing record review indicated that the lens was manufactured within specifications and was in compliance with the labeled dioptric power. All pertinent information available to abbott medical optics has been submitted.